Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the returned guide aligns with the final plan. Additionally, all production processes were found to have been properly followed, and no issues were found during the guide's quality analysis. The trajectory deviation may have been caused by an inaccurate registration due to excessive shine in the patient scan, or by other complex clinical aspects outside of the scope of this investigation.

Event description:
The guide was used for implant surgery. The doctor stated that the sleeve at site #5 appeared to be in the correct position between the two adjacent teeth. He used the guide to perform the necessary osteotomies, then placed the implant through the guide and stated that it appeared to be centered through the sleeve. However, after removing the guide, the doctor stated that the platform of the implant was within 0.25 mm of tooth # 4, while it was planned to be over 1 mm away. The implant was removed, and the doctor plans to get a guide remake to attempt the surgery again some time in the future. The guide was also used to place an implant at site #3, and the doctor stated that the placement was "perfect".